Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately high with both blood and control solution. The medical affairs specialist (mas) attempted to reach the pt at the phone number provided; there was no voicemail system to leave a message. The mas attempted to reach the pt by phone a second time and the phone number provided was a wrong number. The mas sent a letter to the pt. The pt obtained results of 456, 452, 458, and 465 mg/dl on the reported meter around 7:00 pm. They retested and obtained results of 468 and 456 mg/dl. They took 40 units of nph insulin due to the high readings instead of their usual dose of 20 units. About an hour later they felt shaky and went to the ER. No result obtained while the pt was shaky was provided. Pt took juice and candy, on their own, from a vending machine in the ER. Results of 82 and 86 mg/dl were obtained on two different meters in the ER; info as to whether the results were obtained before or after the pt ate food was not provided. No other treatment received was noted. The pt performed control solution tests on 4 vials of test strips from the same box. They stated that all results were in the 200's which were > the control solution range of 88-120. Info was not provided as to whether the pt performed the control solution test before or after performing the blood tests noted above. The pt performed a control solution test with another new vial of test strips and the result fell within the control solution range. The customer care rep (ccr) walked the pt through performing a check strip test; the result of 85 fell within the check strip range (72-96), indicating that the meter was in calibration. Based on the info provided, the pt may have tested their blood glucose level with test strips, which did not pass quality control testing. Based on the failed control solution results, there is an indication that the product malfuncioned. The pt adjusted their insulin dose based on results, which may have been inaccurately high and experienced symptoms of hypoglycemia one hour later. There is an indication that the product may have contributed to the pt experiencing hypoglycemia requiring self-intervention. The event meets the criteria for an adverse event medical device reportable. The test strips and control solution were replaced.